Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the physician inspected the balloon dilation catheter prior to operation for a patient with urethral stenosis and no problem was noted. However, the balloon leaked water during dilatation for the patient. The event included extra operation and drug therapy. Per follow-up information received from ibc on (B)(6) 2022, stated that there was no damage on patient. They just replaced a new device.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The x-force balloon dilation catheter was returned in the opened original packaging. Unable to determine the specific cause of the event, however, according to the risk document a potential root cause could be, "improper material selection". No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. Based on the results of the investigation no additional action is required at this time. The instructions for use were found adequate and state the following: "do not exceed the recommended rated burst pressure (rbp) for this device. Balloon rupture may occur if the rbp rating is exceeded. Please refer to the device label for the recommended maximum rated burst pressure. Extreme caution should be used when considering dilation of irregular, not-compliant tissue or in the presence of certain calculi." "The x-force® balloon dilation catheter is a sterile, single use device. Carefully inspect the catheter and the sterile packaging for signs of damage that may have occurred during shipment. Do not use the product if damage is evident." Correction: d,f,g,h h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the physician inspected the balloon dilation catheter prior to operation for a patient with urethral stenosis and no problem was noted. However, the balloon leaked water during dilatation for the patient. The event included extra operation and drug therapy. Per follow-up information received from ibc on 05aug2022, stated that there was no damage on patient and they just replaced a new device when asked regarding the extra operation and drug therapy.